Event description:
--

Event description:
A boston scientific field representative spoke with the physician and was able to obtain the lead measurements on the rv lead taken during the implant procedure. The pacing threshold measurements were 1.0 volts and the pacing impedance measurement was 580 ohms. Based on the information discussed by our medical advisor, the in-range measurements of this rv lead indicate that it had most likely not perforated the heart wall.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was placed without any issues and connected to the device. When the physician proceeded to remove the lead of the temporary pacemaker, the patient experienced arterial hypotension. An echocardiogram was taken and revealed that the patient had cardiac tamponade. A catheter was placed and approximately 300cc of blood was removed which did initially relieve the pressure; however, the patient again experienced hypotension. The patient was then moved to the operating room where surgical intervention was performed to aspirate the blood in the cardiac cavity. During this procedure, the patient died. The chest x-ray showing the placement of the rv lead was sent to boston scientific technical services (ts) for additional review to see if the perforation was caused by the rv lead or was due to the temporary pacing lead. The temporary lead was a non-boston scientific product. The x-ray was reviewed with a boston scientific medical advisor and it was discussed that from the x-ray, it is not possible to confirm if the rv lead is in the septum or not and as a result, it cannot be conclusively determined if the rv lead had perforated the ventricle wall. It was discussed that a lateral x-ray view may show if the rv lead had perforated anteriorly. In addition, it was also discussed to check any electrograms recorded during the implant procedure, and if there was no current of injury with good pacing threshold measurements and sensing, then it could suggest that the rv lead did not perforate the ventricle. However, as the temporary pacing wires are generally very stiff and small in diameter, it is most likely that the temporary wire caused the perforation.

Manufacturer narrative:
(B)(4). At this time, we are still awaiting the product's return. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The lead was initially expected to be returned; however, as of today, it has not been received at boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4).